Manufacturer narrative:
(B)(4). Unit received with unresponsive keypad assembly due to corrosion. During visual inspection, found the j1 keypad connector on pcba 1 was corroded. Electronic stack and motor also had moisture damage. Unable to perform displacement test and self test due to unresponsive keypad.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment, from the clip to the bottum. The black piece covering the keypad was no longer on the front of the insulin pump. Reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.